Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident.all lots must meet acceptance criteria before release.root cause: a definitive root cause for the patient's low platelet count prior to the start of the procedure is undetermined. The procedure was paused and ended by the customer because the physician decided to do a platelet transfusion after receiving the pre-procedure lab results. Possible causes for the patient presenting low platelets include but are not limited to patient disease state and/or possible prior collection procedures with this patient.

Event description:
The customer reported that a patient's platelet count dropped from 12x10^3/ul to 6x10^3/ul during a continuous mononuclear cell (cmnc) collection procedure. Per physician's order, 2units of platelets and a unit of packed red blood cells (prbcs) was given to the patient. Postcomplete blood count (cbc) was performed and patient's platelet count was 42x10^3/ul. Per the customer, the patient was asymptomatic and no changes were noted in vital signs. On the following day, the patient successfully completed the procedure with no issues or complications.the patient is reported in stable condition.the customer declined to provide patient identifier.the cmnc collection set is not available for return because it was discarded by the customer.